Event description:
"On initial surgery the mantis redux system was used on an l4-l5-s1. Before the pt left the hospital, he reported feeling a pop but the hardware was not investigated. During the pts follow-up visit in the office he was having pain again in his left leg so an x-ray was taken. They found that the s1 screw on the right side had come out of the tulip head. The pt was taken back to the surgery and it was found that the blocker on the l5 screw on the left side was not as tight."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation. Multiple blockers were returned and it's not known which blocker was located at the failure point. The other lots are tsg, urp and rz4.